Event description:
It was reported that the implant site for the insertable cardiac monitor (icm) did not heal. The icm was removed a few of months later. No new system was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the implant site for the insertable cardiac monitor (icm) did not heal. The icm was removed a few of months later. No new system was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the implant site for the insertable cardiac monitor (icm) did not heal. The icm was removed a few of months later. No new system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The complaint device was not returned to bsc therefore product analysis could not be performed. The primary reported observation is addressed in product labeling. Therefore, well-understood factors likely contributed to the event.